Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The basal delivery totals in the total daily dose (tdd) did not match active basal program total with no known cause for variation. There was no allegation of an adverse event with this complaint.this issue is being reported as an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 07/20/2017 with the following findings: a review of the pump¿s total daily dose (tdd) histories showed on (B)(6) 2017 at 01:08, the date was manually changed to 04/09/2017 causing the tdd history to be appear inaccurate. On (B)(6) 2017 at 01:21 the user changed the date back to 05/11/2017. During testing, the pump was exercised for 24 hrs with a 1.0 u/hr basal rate; at end testing the basal history correctly showed 1.0 u and tdd showed 24.0 u. No hypersensitive or stuck keys were observed on the keypad. The complaint of a history settings issue was not duplicated during investigation. There was no defect found.